Event description:
Rptr had limb perfusion operation on 10/3/95. When drainage tube was removed on 10/9/95, the tube broke. It could not be removed through the original incision; therefore another incision had to be made to remove the tube. Cancer surgeons told rptr that it was a defective drainage tube & that they had reported the defective tube as an incident. The physicians were the most skilled, compotent, & concerned people rptr has ever met in his life. He feels that without the excellent physicians, the outcome could have been disastrous. Pt had an operation to remove remaining defective tube.